Event description:
During a laparoscopic low-anterior resection the surgeons fired the stapler. It would not fire, the battery was changed and still would not fire, the stapler was reversed and backed out. Stapler was removed from the field and new stapler obtained to finish case.